Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The connection between the carbon targeting arm, and the metal nail holding arm, was very loose. You could see it jiggling. Case completed as originally planned.